Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced missing segments/partial display. The customer's blood glucose value was 54 mg/dl. The customer treated with food. The customer stated that they hit a110 when they changed an outlet. The customer mentioned that the pump screen had blue and green stripes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The device was received with flashing white lcd display anomaly due to cracked on lcd controller. We were unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unable to verify missing segments/partial display due to flashing white lcd display. The insulin pump was received with scratched case and fading serial number label.